Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery failure, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a battery failure was discovered and confirmed in the device event history by baxter. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). This MDR was submitted on (B)(4) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(4) 2011.